Manufacturer narrative:
Product analysis: visual and optical examination identified the hex on the tip of the instrument is damaged. Optical inspection revealed the edges of the hex have been deformed/rounded off. The driver may have not been fully seated/engaged in the screw head before tightening. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lcs, undergoing a revision surgery. It was reported that tlif was performed on l5/s1 on (B)(6) 2020, but ob occurred on the left s1 screw and neurological symptoms occurred. The left s1 screw inserted by the pes method deviated to lateral. The screw was removed, the direction was changed, and the screw was inserted again. The crosslink set screw stripped. An attempt was made to remove it, but the set screw on one side stripped and could not be removed. Therefore, the rod was removed together. No force was applied on it, the set screw was stripped from the beginning. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Mdt products used in initial surgery: solera55/60 elevate prolock device status reason : explanted-complete.